Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop. Product was not returned and review was done on the samples from p/n 21-7301-24 l/n unknown. No leaking was observed with product and pictures were provided and attached. Analysis from other processes were reviewed on p/n 21-7301-24 l/n 3891176 by quality engineer on 04/nov/2019. No leakage was detected. Device performed 100% during manufacturing assembly. No root cause could be isolated to the complaint. Action taken to notify quality engineer on event . Update fields b 1 b 4 b 5 d 10 g 7 h 1 h 2 h 3 h 6 h 10.

Event description:
Investigation results completed on a smiths medical cadd cassette reservoirs - flow stop. Summary in h 10.

Event description:
Information received a smith medical cadd cassette reservoirs - flow stop leaked outside the plastic bag and inside casing. Pharmacist collected the product and found more leakage and holes. Unknown what drugs were inside cassette. No patient injury or adverse event reported.